Manufacturer narrative:
The medical facility returned the impella pump products for analysis. The pump had been used beyond indicated use of 14 days per IFU, when the pump stopped on day 23 after the purge sidearm was damaged. There was some thrombotic material observed at explant and thrombectomy were necessary to preserve the limb. The pump stop and thrombotic event will be monitored and trended.

Event description:
There was a patient admitted with cardiomyopathy and placed on an impella 5.5 pump for hemodynamic support, while awaiting a lvad for his end stage heart failure. After 22 days of support the pump was exhibiting alarms for high purge pressure. The medical team had accidentally cracked the purge side arm, and attempted to troubleshoot it with a blunt tip needle. The team was aware that this was a temporary fix and plans were made for a pump exchange. The pump stopped while in the operating suite, 4 hours after the damage was done to the purge side arm. The pump was removed and with the pump removal thrombus was found to be within the access/arm. The patient underwent thrombectomy and a new impella was placed.